Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Customer's blood glucose level was 330 mg/dl. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.